Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image was displayed on the screen. The customer¿s blood glucose was 111 mg/dl. Troubleshooting steps were provided for critical pump error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms or critical pump error were noted.